Manufacturer narrative:
D4: serial # = na.

Event description:
It was reported that during a cholecystectomy procedure, the clips dropped off. Another device was used to complete the case. No pt consequence.